Manufacturer narrative:
The following devices were also listed in this report: exeter v40 stem 44mm no 2; cat#: 0580-1-442; lot#: g875775. Restoration anatomic shell size 58 left; cat#: 504-02-58d-l; lot#: r33aj. X-chg femoral anatomical mesh; cat#: 0942-8-070; lot#: g7959746a. Osteolock bone screw 16mm; cat#: 5260-5-016; lot#: 82511801. Osteolock bone screw 26mm; cat#: 5260-5-026; lot#: 94809702. Osteolock bone screw 40mm; cat#: 5260-5-040; lot#: 92107702. Osteolock bone screw 50mm; cat#: 5260-5-050; lot#: 97548302. Ti sleeve for alumina head; cat#: 17-0000e; lot#: pa3469. Delta c-taper head 36mm +2.5; cat#: 18-3625; lot#: 23659552. D-m 2.0mm beaded cable set vit; cat#: 6704-0-520; lot#: 29855651; qty: 2. D-m 2.0mm beaded cable set vit; cat#: 6704-0-520; lot#: 29167551. D-m 2.0mm beaded cable set vit; cat#: 6704-0-520; lot#: 29651751. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revised a left hip due to infection. Removed all hardware and replaced with a serf novae stick cup and competitor stem.